Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 10mmx2.50mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention. During the procedure, the balloon was unable to cross. Also, the balloon ruptured upon third inflation at 12 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.